Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No prime or fill anomalies noted during testing. Device received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that experienced high blood glucose level of 525mg/dl. Customer¿s current blood glucose value was unknown at the time of the call. Customer declined for troubleshooting. The product was returned for analysis.